Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 4:26 pm. There was no activity outside of normal use observed in the black box. The total daily dose (tdd) insulin delivery totals correctly reflected programmed values. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were successfully performed on the pump; the pump reflected 24 units after a 24 hour duration test on 1 unit/hour basal rate. The product delivered within specification and the reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 30.0mmol/l and was positive for ketones of an unspecified measurement. The patient reportedly did not require medical intervention. There was reportedly an inaccurate delivery issue with the pump. Animas customer technical support (cts) reviewed the pump. There were no issues found with the basal settings; all basal deliveries matched what was recorded in the pump history. All boluses that were programmed and performed were recorded in the pump history. There was reportedly an issue with the quality of insulin. The pump reportedly has been requested back. However, the patient resumed insulin pump therapy. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.